Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderately tortuous, 80% stenosed lesion in the mid right coronary artery (rca). After lesion pre-dilatation, a 3x18mm xience xpedition stent was implanted and after post dilatation, a distal edge dissection was noted. A 3x15mm xience xpedition stent was implanted to treat the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.